Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d8 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was a foreign object in the universal cord. Olympus could not conclusively identify the foreign material or specify the root cause of the foreign material that remained in the device. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device image was not displayed. The issue occurred during inspection before use. There were no reports of patient involvement.